Event description:
A customer reported encountering a cgm error 42 with their device. However, there was no adverse impact on the customer¿s blood glucose level as indicated by the information provided. The customer received assistance from technical support, who guided them through a complete pump reset. After the reset, the error was resolved, and the customer successfully restarted their sensor session without further issues.